Event description:
The customer reported that: "the nail broke without prior fall of the patient at the end of 4 months (placed on (B)(6) 2020). Pains so surgical resumption of the patient this day."

Manufacturer narrative:
Correction: refer to d4 catalog number, gtin. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received gamma3 nail was found to be broken around the proximal region at the point of the lag screw insertion hole. The point of origin is clearly visible on the microscopic images. Also, there are some damage marks on the surface of the nail which were most likely caused during its explantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Intra-operative avoid surface damage of implants. Discard all damaged or mishandled implants. During the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the x-ray shows a pertrochanteric fracture (not subtrochanteric) with a pretty long lateral wedge reaching to the subtrochanteric region. The axis of the femur and the shaft/neck-angle has been restored more or less well with the reduction. There is still a reasonable gap between the main fragments and the isolated lesser trochanter, which has not been repositioned at all and thus does not give any medial support. In my opinion it would have been necessary to realign the fragments more appropriate either with a cerclage or screws/additional plate. It is very likely, but it cannot be said for sure, whether the bone is osteopenic. The high age of the patient will reduce the capacity of fracture healing and therefore it is a factor, additionally it is not possible for a patient of that age to follow weight bearing recommendations. A complicated fracture with an at least partly insufficient treatment will be the root cause of non-union and device failure in the end. ¿ based on investigation, the root cause was attributed to a user related issue in combination with the unstable, complicated fracture pattern. The failure was caused due to insufficient repositioning of the main fragments and the isolated lesser trochanter which created a reasonable gap and was also not given any medial support. This was one of the main reasons which led to non-union along with some patient factors. Non-union of the bone caused the device failure in the end. Appropriate realignment of fragments with a cerclage or screws/additional plate was necessary in this case. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: "the nail broke without prior fall of the patient at the end of 4 months (placed on (B)(6) 2020). Pains so surgical resumption of the patient this day".